Event description:
The customer reported falsely elevated alinity I stat highly sensitive troponin-I results for a 66-year-old female patient that was inconsistent with the patient's clinical presentation. The following data was provided (reference range: males 34.2 ng/ml, females 15.6 ng/ml): sid (B)(6), (B)(6) 2025 09:30:29: initial result = 75.0 ng/ml. Sid (B)(6), (B)(6) 2025 10:16:23: repeat result = 88.1 ng/ml. These test results were generated from the same sample and were not sent to the clinical physician. The patient¿s roche troponin-t result was negative. There was no impact to patient management reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 79327ud01. However, no trends were identified for the alinity I stat high sensitive troponin-I assay. Device history review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot number. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. In-house accuracy testing on alinity I stat high sensitive troponin-I, lot 79327ud00 was performed (lots 79327ud00 and 79327ud01 contain the same bulk material and are identical except the labeling of the outer package). All validity and acceptance criteria have been met, indicating that the lot is performing acceptably. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I assay, lot 79327ud01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6),( different sample ids of the same patient) all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results for a 66-year-old female patient that was inconsistent with the patient's clinical presentation. The following data was provided (reference range: males < 34.2 ng/ml, females < 15.6 ng/ml): sid (B)(6), (B)(6) 2025 09:30:29: initial result = 75.0 ng/ml, sid (B)(6), (B)(6) 2025 10:16:23: repeat result = 88.1 ng/ml, these test results were generated from the same sample and were not sent to the clinical physician. The patient¿s roche troponin-t result was negative. There was no impact to patient management reported.